Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that externalized conductors were observed between the rv and svc coil. No electrical anomalies were noted. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 46.0-46.5cm from the tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.